Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unable to move her legs in recovery after implant. The scs was explanted on the same night. Follow-up revealed the pt has been released from the hospital and has improved function in the legs but still has difficulty moving around. The physician has ordered rehab and home health for the pt.